Event description:
It was reported by the aci sales professional that a male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the mid common femoral artery via a 6f cordis sheath. A 50/50 contrast and saline mixture was used. A buddy wire (guide wire) was utilized. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel site to be 7 mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closer device 6f/7f to close the access site. It was reported that the balloon ruptured during pullback towards the arteriotomy. The device was removed and the pt was converted to 20 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1312602) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.